Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges in parking lot making a turn and flipped the scooter over.

Manufacturer narrative:
The device was not made available for evaluation. The device was replaced by the provider with a four (4) wheel version.

Event description:
Alleges in parking lot making a turn and flipped the scooter over.